Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, the flush port of a farawave catheter was damaged and could not be properly connected. No air was observed in the patient. No leak was observed. The catheter was removed and replaced with a similar device. The procedure was completed, and no patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found the strain relief was detached from the luer, the strain relief was not returned back with the device. Microscopic inspection observe strain relief was detached from the luer. Boston scientific was able to confirm the allegation.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, the flush port of a farawave catheter was damaged and could not be properly connected. No air was observed in the patient. No leak from observed. The catheter was removed and replaced with a similar device. The procedure was completed, and no patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.